Event description:
A complaint was received that the crwprecise was difficult to assemble. The incident led to over 20 minutes delay in a case due to the difficult assembly of the product by the doctor using the device. It was reported there was no patient contact, no patient injury or death alleged, no revision or medical intervention required and the patient was not prepped for surgery. The integra complaint form submitted for this compliant reported that there was no delay in surgery due to product problem, however an email received reported a 20 minute delay. A request for clarification and additional information was sent to the customer.

Manufacturer narrative:
Integra has completed their internal investigation on 17 may 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: a visual inspection of the returned unit found several dings in the baseplate and the trunnion support base. In addition, the condition of the surface shows the crwprecise to be improperly lubricated. This condition is causing the unit to be difficult to assemble. The unit was polished, properly lubricated and calibrated. The DHR review has been deemed satisfactory. Date of manufacture: jan 08 2016. Reworked due to a complaint with a screw that was loose in the assembly. The rework would not be responsible for the cause of this complaint.. No service history is on file for this device. No new design or manufacturing trends have been identified. Conclusion: the customer report of the ¿crwprecise is difficult to assemble¿ was confirmed. The root cause is considered to be improper maintenance; no manufacturing, workmanship, or material deficiency has been identified.